Event description:
It was reported there was concern the pacemaker was experiencing premature battery depletion (pbd). The longevity reported was six years on (B)(6) 2021, five years on (B)(6) 2022, and two and a half years on (B)(6) 2022. Device analysis was requested. Technical services confirmed the battery is depleting prematurely. There was no adverse patient effects reported. Currently the device remains in service.

Event description:
It was reported there was concern the pacemaker was experiencing premature battery depletion (pbd). The longevity reported was six years on (B)(6), 2021, five years on (B)(6), 2022, and two and a half years on (B)(6), 2022. Device analysis was requested. Technical services confirmed the battery is depleting prematurely. Device explant was recommended. There was no adverse patient effects reported. Currently the device remains in service. Additional information was later received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported.

Event description:
It was reported there was concern the pacemaker was experiencing premature battery depletion (pbd). The longevity reported was six years on october 29th, 2021, five years on january 12th, 2022, and two and a half years on july 20th, 2022. Device analysis was requested. Technical services confirmed the battery is depleting prematurely. Device explant was recommended. There was no adverse patient effects reported. Currently the device remains in service. Additional information was later received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.